Event description:
It was reported that the patient had developed minimal signs of infection at the pocket and midline incision sites as revealed from blood works. Symptoms of redness swelling and drainage were noted. Oral antibiotics and a peripherally inserted central catheter (PICC) line was administered with no success. The physician does not believe that the infection was device or procedure related, and the cause was unknown. The patient underwent explant procedure and was doing well postoperatively. The explanted devices were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads/scs-lead fixation, upn: m365sc8336500/m365sc43160, model: sc-8336-50/sc-4316, serial: (B)(6), batch: 34570885.